Manufacturer narrative:
Device evaluated by MFR.: a mustang 6 x 4, 24atm, 75cm, batch #26187681 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 19mm in length and extended from a position 11mm proximal of the distal markerband to 6mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and there were no patient complications reported. It was further reported that the target lesion was 75% stenosed, severely tortuous and severely calcified. It was noted that upon first inflation at 14 atmospheres for 20 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and there were no patient complications reported. It was further reported that the target lesion was 75% stenosed, severely tortuous and severely calcified. It was noted that upon first inflation at 14 atmospheres for 20 seconds, the balloon ruptured.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and there were no patient complications reported.